Event description:
Information received indicates the head section does not move up or down.

Manufacturer narrative:
The technician found the valve stem was sticking. The technician replaced the valve stem to repair the bed.